Manufacturer narrative:
Gambro does not regard the submission of this report as an admission of liability.

Event description:
The customer complains about blood leak during treatment. The machine showed blood leak alarm. There was insignificant blood loss (30 ml). No medical intervention was needed. No serious injury.